Event description:
It was reported that during a device check, the charge time increased from 12 seconds to 28 seconds. An alert was displayed. Capacitor checks were performed repeatedly by the physician. After one hour of capacitor checks, the charge time was 20 seconds. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of extended charge time was confirmed in the laboratory. The device was above eri voltage but had charge times of 28 seconds and 25.5 seconds. Automated electrical testing found normal device function.